Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. Visual examination revealed that the split and breakage on the returned suture segment were directly related to compromised suture integrity from instrumentation damage and another segment also had damage from surgical instrument along the length and a cut end.

Manufacturer narrative:
Date sent to the FDA: 10/6/2016. We received 1 actual sample separated in 2 segments with attached needles one needle was attached to the 42 cm segment and shows a extremely bent up needle. The other one was attached to the 79 cm segment and shows an intact needle. Both needles were exanimated under a light- microscope. The extremely bent up needle shows a lot of heavy instrument marks over the whole needle incl. Needle point area and close to the swage area. This appearance / handling indicates that the material was overstressed during use. The intact needle shows unused condition. No instrument marks on the needle were detected. User handling was determined to be cause of the needle bending. Ethicon instruction of use recommends that reshaping needles may caused them to lose strength and be less resistent to bending and breaking. Grasping at the butt or attachment end could cause bending or breakage. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the suture was used. During the procedure, when it was inserted in the tissue, the suture wire broke off and the needle bended during insertion through the patch and especially during traction to pass the patch. It was also reported that the needle was grasped swage for the insertion and on the tip when pulled. Currently, the patient is fine. There were no adverse patient consequences reported. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 suture was used. It was reported that the the needle bended during the pull out procedure and when it was inserted in the tissue, the suture wire broke off. There were no adverse consequences for the patient reported.